Event description:
It was reported that allegedly a biopsy coaxial broke off in a patient. The physician was doing a t6,7 spine biopsy under CT guidance. He was able to get a first tissue sample of a bone involved with cancer. He was using a 19 gauge coaxial and a 22 gauge needle. After the second sample was taken, as he was removing the coaxial, it allegedly broke 5-6 cm from the tip, in two pieces. He took the patient to the fluoroscopy room and removed both pieces by making an incision in the back. The patient is fine and all of the device was removed.

Manufacturer narrative:
Device history record was reviewed and confirmed that lot met all release criteria. The sample coaxial was returned for evaluation. The device was visually inspected and it was noted that the coaxial needle was broken in several places, twisted, crushed and mangled. This is consistent with the event description. The event description indicates that the coaxial was used in bone, which is contraindicated in the IFU as the device was not designed for use in bone. The complaint is confirmed. The current information for the use (IFU) states: "indications for use: the coaxial biopsy needle guide is intended for use as a guiding needle in obtaining core biopsy samples from soft tissue such as liver, kidney, spleen, lymph nodes and various soft tissue lesions. Contraindications: not intended for use in bone.